Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys had a precharge voltage error. This error may result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.